Event description:
Hamilton medical ag received the following event description: it was reported that during the ventilation of a patient, the device shut off. The device generated technical faults 1785003, 1485001, 1783003, 446029, 444001, 1746004, 1446029. Tf444001- fully discharged batteries. Tf446029- ambient state. The patient was manually bagged and transferred to another device. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The logfiles were not provided for analysis. Investigation ongoing.